Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the stem. Intra-operatively, trunnion wear was noted. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm insert, and mdm metal liner. Rep confirmed there were no allegations against the revised liner. Rep also reported he has some event-related pictures, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Medical review. In scope of CAPA. Reported event: an event regarding disassociation and fretting involving a lfit v40 cocr head that was mated with an accolade stem was reported. The disassociation event was was confirmed via medical review. The fretting event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: review of a single x-ray with no other documentation or event description. The x-ray is unlabelled and undated ap pelvis demonstrating an uncemented left tha , with 2 screws visible in the acetabular shell, a large modular radiodense head reduced in the acet. Component and a disassociated and dislocated stem trunnion from the head. The distal tip of the stem is not visualized. No additional comments can be made regarding this case based upon a single x-ray. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: review of a single x-ray with no other documentation or event description. The x-ray is unlabelled and undated ap pelvis demonstrating an uncemented left tha , with 2 screws visible in the acetabular shell, a large modular radiodense head reduced in the acet. Component and a disassociated and dislocated stem trunnion from the head. The distal tip of the stem is not visualized. Although the lot code was not provided, the device description of size and offset, the estimated date of implant and hazard/harm combination, suggests that the device is in scope of the lot specific voluntary recall 2249697-05/07/2018-003r which was initiated for the lfit v40 cocr heads. The lfit v40 cocr head has been identified to be within scope of lot specific voluntary recall v40 - recall - lot specific voluntary recall 2249697-05/07/2018-003r , initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's left hip was revised due to dissociation of the femoral head from the stem. Intra-operatively, trunnion wear was noted. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm insert, and mdm metal liner. Rep confirmed there were no allegations against the revised liner. Rep also reported he has some event-related pictures, and that no further information will be released by the hospital or surgeon.